Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The user pushed prime and the pump started priming, the screen went blank but the pump continued to run. There was no output displayed. The pump was unplugged and re-plugged several times. The sounds of starting would occur but the display remained blank. The pump was immediately replaced. The patient was not attached to the pump at time of malfunction.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of while priming, the device's screen went blank. The device was received and the reported issue was confirmed. During startup the device display was fully blank/darkened. The lcd was examined and it was found that the flex strip has a sharp bend about midway down. Upon further inspection with a microscope, a copper wire was found along one of the leads. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.